Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1250 bd syringes with the luer-lok¿ tip had issues with the piston seal that caused chemotherapy medicine to leak during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the piston seal does not stop and therefore in chemo preparation, if the preparers are not careful, they come into contact with cyto products."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause exists as the complaint is for the design of the product. DHR review is not required due to the complaint being for the design of the product and not a true defect.

Event description:
It was reported that 1250 bd syringes with the luer-lok¿ tip had issues with the piston seal that caused chemotherapy medicine to leak during use. The following information was provided by the initial reporter, translated from french to english: "the piston seal does not stop and therefore in chemo preparation, if the preparers are not careful, they come into contact with cyto products."